Event description:
Infusion pump with no down stream occlusion alarm found during pt infusion. Although attempts were made by baxter to obtain add'l info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event. No add'l contact info was provided.